Event description:
Boston scientific received information that, during an elective pg replacement procedure due to normal battery depletion, it was observed the header was separated from the can. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual inspection showed the medical adhesive was still attached to the header, and was adequate. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The initial allegation of loose header was confirmed, which most likely occurred during the explant procedure.

Manufacturer narrative:
This pg will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.